Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported no phaco power and the phaco tips loosened during two procedures. The procedures were completed. There were two patient's that experienced posterior chamber tears and required vitrectomy surgery's. Additional information has been requested but none has been received.